Event description:
Literature: webb dm, schneider jr, lober rm, vender jr. Granulomatous conduit for intrathecal infusion of morphine and bupivacaine. Regional anesthesia and pain medicine. Mar-apr 2011;36(2):195-197. Summary: the authors report on a (B)(6) woman on chronic intrathecally administered morphine and bupivacaine therapy for chronic gastrointestinal pain related to crohn disease and diabetic gastroparesis. The pt presented herself to the authors requesting replacement of her device due to low battery life. Reportable event: during the replacement surgery, a granulomatous structure was noted surrounding the region of the pump nozzle and the hub connector in situ. With manipulation of the soft tissues to better expose the region, this conduit broke into several pieces because of its adherence to the surrounding soft tissue. After explantation of the pump, it was clear that this material had sealed the region of the fracture. With removal of the material from the pump, the hub fracture was confirmed. A new hub connector was attached to the free end of the spinal catheter and then connected to the nozzle of a new pump. The new pump was programmed to deliver 90% of the original dose. Following surgery, the pt described ongoing benefit identical to her response before surgery. The pt continued to have good relief of pain more than 1 yr after surgery. No new symptoms were reported, and no further therapy was recommended.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info regarding the pt and device has been requested, a f/u will be sent if new info is received.